Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. The returned x-rays show the implant in position; however, the event of loosening cannot be confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and revealed no additional related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
X-rays were received to record the complaint.

Event description:
It was reported that on (B)(6) 2017 a abutment screw was placed and (two) 2 days after ((B)(6) 2017) patient returned to dental office with prosthesis mobile then the screw was removed. Another screw was placed. Patient had gingival inflammation, edema and pain.